Event description:
It was reported that there was noise causing oversensing on the atrial lead. The physician elected to explant and replace the atrial lead. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion proximal to the suture sleeve tie down impression. The cause of the reported event was isolated to external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can.